Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Three winding former with a insert needle outside the foil packet was received for analysis. The visual assessment of the needles noted that the swage and attachment area was observed as expected. The barrel hole of the needles was examined under magnification, and no suture remnant was found. In addition, the sutures were not returned for evaluation to determine the assignable cause. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 investigational summary: the product was returned to ethicon for evaluation. Thirty-one unopened samples were received for analysis. Following the sampling plan, a visual inspection was conducted on thirteen samples. The swage and attachment area were noted to be as expected. The sutures were dispensed without issues. The suture knot tensile strength test was performed for the thirteen samples using instron equipment and the tensile strength was greater than the minimum requirements. Although, the sutures in all the samples were noted with significant difference in suture¿s diameter and coloration at the tipping area. As per this condition observed in the sutures, flex test was performed on the remaining eighteen samples, and it did not meet the requirements due to improper tipping, as the suture was breaking away from the swage area. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to sew the tissue. Changed another three to continue the surgery, the same problem happened. Changed another one to complete the surgery. There is no report on patient's injury. The 4 actual samples were discard. The surgeon refused to use the remaining 145 sterile products from the same lot and they will be returned for analysis. No additional information could be provided. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was provided: according to feedback of the sales rep on 6-feb-2025 via phone, quantity to be returned should be (B)(4).